Event description:
It was reported that this implantable pacemaker was explanted due to having entered in safety mode. Another device was implanted instead. This device is expected to be returned. No further adverse patient effects were reported.